Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. It was reported that the patient was lost to follow but recently was in for other issues and a separation was found. The neck had a lot of angulation and it looks as though the bifurcated stent graft slipped away from the cuffs. The issue was very hard to plan for on CT thus the physician decided to do perform an angiogram. The physician decided to reline the stent graft with an endurant ii bifurcate 28/16/145, a 16/16/124 and a 16/16/82 limbs. The endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.